Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had blank display. The customer¿s blood glucose level was unknown. Customer stated that the insulin pump was not dropped or bumped. Customer confirmed that the insulin pump was not exposed to moisture. Customer was advised to check battery cap and it was intact. Customer was advised to check battery compartment and it was intact. Customer stated that they changed the battery to new battery, but the issue persist. Customer was advised to stop using the insulin pump and revert to back up plan. The insulin pump will not be returned for analysis.